Manufacturer narrative:
Age at lcig initiation median 70 range (56-80). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4). Literature: article: m. Zibetti, et al. " levodopa/carbidopa intestinal gel infusion in advanced parkinson's disease: a 7-year experience." Doi:10.1111/ene.12309. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of adverse patient events through the article "levodopa/carbidopa intestinal gel infusion in advanced parkinson's disease a 7-year experience." Written by m. Zibetti, et al. According to the literature, the aim of the study was to determine the safety and efficacy of levodopa/caribidopa intestinal gel (lcig) infusion, as it is nowadays becoming an established therapeutic option for advanced parkinson's disease (pd) patients with fluctuating symptoms unresponsive to conventional oral treatment. As the implementation of lcig therapy is increasing, there is a need for safety and efficacy data from current clinical practice. The study took place between may 2005 and december 2012 and included 59 patient¿s total, 40 males and 19 females of these patients, 39 were implanted with a boston scientific endovive initial placement peg kit. The other patients were implanted with non-bsc initial placement peg kit it is unknown if the adverse events were related to the use of the boston scientific endovive initial placement peg kit; however the causes of the adverse events were reported to be: 14 incidents of peristomal infection in (n=12), 1 incident of localized peritonitis in (n=1) , 12 incidents of peg internal retention failure in (n=6) , 3 incidents of pneumo-peritoneum in (n= 3), and 2 incidents of buried bumper syndrome in (n=2). The peristomal infections, localized peritonitis occurred within one month from the procedure and all were successfully treated with antibiotic therapy. The pneumo-peritoneum was postoperative with spontaneous resolution.